Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and healthcare professional regarding a patient receiving medication via an implanted pump. The indication for pump use was malignant pain and post lumbar laminectomy syndrome. On 06-jan-2016 it was reported that the patient no longer had the pump. Per the physician's office, the catheter was removed because of infection on (B)(6) 2012. The pump was also removed on that date. The drug in the pump, the patient's other medications/pertinent medical history, the onset date, diagnostics performed and the cause of the infection were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional indicated that there was redness over the incision line in the midline of the thoracic spine.

Event description:
Additional information was received from the hcp on (B)(6) 2016, along with notes from 2012. The hcp indicated that the pump was delivering morphine (10 mg/ml at 3.7 mg/day) at the time of the event. The drug lot number was provided as "10". The patient's medical history included being on prednisone clinically due to ra (rheumatoid arthritis). The patient had a frank cellulitis and skin breakdown. The cause of the infection was decreased immunity; "immuno compromised due to prednisone therapy." The infectious diseases consultation notes from (B)(6) 2012 indicated that the patient recently had an infected intrathecal "catheter pump". The cultures previously grew (B)(6). The patient had been on intravenous (IV) ceftriaxone for several weeks, and her c - reactive protein test (crp) had been steadily decreasing until a week previously. The patient's condition was initially complicated by an exacerbation of back pain, but she had been doing exceptionally well at rehabilitation (rehab), feeling much better, able to walk with a cane and sit up without overt pain and felt her pump was functioning well. It was noted on the report that a few days previously, the patient began to have high fevers and night sweats. She stated that she had fever "to 104" at home or rehab. The patient had a documented temperature of 102.4 and 104 rectally on (B)(6) 2012. The crp from the previous day was up slightly. The crp in the laboratory had been down to 0.9. The patient's crp from the previous day was 24.1 (on a different scale) and would be equivalent to 2.4 for the hospital. The patient's crp from the hospital's lab on (B)(6) 2012 was 0.5. The patient was feeling much better at the hospital with no more fever. The patient had a history of rheumatoid arthritis (was on 50 mg of prednisone daily and that dose had remained stable, parkinsonian tremor, depression, hypertension, and hysterectomy and 2 intrathecal pump placements. The patient has allergies to sulfa (gives her headaches) so she could take doxycycline, but she had taken minocycline. The patient's hand had deforming arthritis . The "catheter pump" had no particular warmth or erythema. The patient had a high fever with an unclear source. The hcp wanted to rule out peripherally inserted central catheter (PICC) line infection in addition to "catheter pump" infection. The patient's PICC line was working normally. A review of systems indicated that the patient had some mild headache. The patient's blood work and cultures were going to be repeated, the patient was to continue with IV rocephin (2 g daily) and the patient was going to be given a dose of vancomycin pending blood cultures for possible PICC line infection. The patient's history and physical report dated (B)(6) 2012 indicated that the patient was admitted to the hospital upon transfer back to the hospital from a skilled nursing/rehabilitation facility; the patient was discharged to that facility a week previously. The patient was admitted for physical therapy due to increased right hip pain. As of (B)(6) 2012, the patient's pain appeared to be under reasonable control on the current medication regimen. The patient had been experiencing fevers at night. The hcp noted that the patient was reported to have a crp of 4.8, which was within the boundaries of normal limitations. The patient made a trip to the emergency room on (B)(6) 2012 where she appeared to be diaphoretic and feverish. The crp had been elevated from the previous day's draw to 24. There was also a report of redness over the implantable pump and over the incision line in the midline of the thoracic spine. When the hcp checked on the patient, the patient appeared to be slightly diaphoretic, but appeared to be in no pain at all; this was a significant improvement, according to the hcp. The patient didn't report any headache. According to the patient's husband, the patient had been spiking a fever at night, but was afebrile in the day. An inspection of the patient's wounds revealed mild redness over the lateral aspect of the implantable pump; this was reported as "markedly improved" from what was previously noted. There was no redness over the area of the thoracic and upper lumbar spine. The patient's past history included osteoarthritis, parkinson's disease, a right pubic and ischial ring fracture and a left pubic fracture, and cellulitis over the pump. The patient had a pump placed during the previous autumn and was removed in (B)(6) because of infection . It was also noted that "this is also an intrathecal catheter." Past surgical history included a surgery for jaw fracture , a lumbosacral spine surgery performed in 2001, a decompressive lumber laminectomy in 2009, and removal of the previously implanted programmable pump and catheter with re-implantation in (B)(6) 2012. The patient's current medications at the time were oxycontin 40 mg (taken orally every 8 hours), amlodipine 10 mg (taken orally daily), premarin 0.65 mg (taken orally weekly), vitamin c 500 mg tablets (taken orally twice daily), carisoprodol 350 mg (taken orally thrice daily), omeprazole 20 mg (taken orally daily), pramipexole hydrochloride 0.5 mg (taken orally twice daily), prednisone 15 mg taken orally daily), venlafaxine hydrochloride 150 mg (taken orally daily), vitamin d 1000 units two tablets (taken orally daily), docusate 100 mg (taken orally daily), gabapentin 300 mg (taken orally nightly), boniva 150 mg (taken orally monthly), multivitamin 1 tablet (taken orally daily), ceftriaxone 2 grams IV every 24 hours, oxycodone 5 mg (taken orally as needed every 6 hours) for breakthrough pain, fentanyl patch 50 mcg patch (every 3 days), calcium 500 mg (orally every 12 hours), and omega 3 fatty acid 1000 mg (taken orally daily). The patient was moving about freely and this was a marked improvement from the previous week, according to the hcp. The plan was to monitor the patient over the next several days. The hcp noted that hopefully they would be able to get the patient through the event without removal of the hardware; however, it appeared that this was a continuing repetitive event with high suspicion that the source of any infection or inflammation may be the hardware and the hardware may need to be removed. The hcp was going to continue monitoring the patient and was going to start the patient on IV fluids. The operative notes for the removal of the intrathecal catheter and pump on (B)(6) 2012 was provided by the hcp. It was indicated on the notes that the pre- and post-operative diagnoses were infected hardware/chronic low back pain. When the pump pocket was cultured, there was no collection of fluid; the subcutaneous tissue looked only slightly swollen and there was no evidence of any purulent material.